Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) after approximatly 4 years of service. The physician elected to explant and replace this device with a different guidant ICD. If this explanted device is returned to guidant, it will be analyzed for premature battery depletion. No patient symptoms or complications have been reported.